Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation device could not see the imaging device's trackers. The site rebooted the imaging device and then the navigation device was able to see the trackers. Surgical delay was less than an hour and there was no impact on patient outcome.